Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The relevant device was labeled with a one year expiration date. At the time of usage, the expiration date had already been extended to two years, thus there is no risk to the patient since the device was used within the expiration date. (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left proximal sfa. Approximately 31 months post index procedure, the patient expired due to cardiac arrest on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.